Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Caller stated that cross brace was bent on both sides toward the front of the cross brace.